Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with lung cancer presented for implant on the right subclavian of dual chamber pacemaker and leads without apparent incident. The patient was in atrial fibrillation, the patient's heart rate increased, a decrease in the ventricular sensing. At the end of the procedure the patient began to complain of difficulty breathing, decrease in blood pressure noted and increased heart rate. An echo was called to assess the pericardial space which revealed some fluid. The patient received oxygen mask, decision was made to the tap the pericardial space to remove the fluid. The patient's vitals stabilized and the patient was released to the intensive care unit. The patient was check one day post op all values were normal. The patient remained hospitalized as he is being treated for the lung cancer.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states the lead was explanted -no date - given and returned.